Manufacturer narrative:
(B)(4). The analysis results found that one plee60a device was returned with the anvil bent upwards and without reload present. The device was tested for functionality in the straight position with a test cartridge reload and achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples were noted to have the proper b-form shape. However, it is known from the history of the device that the found condition of the anvil may lead that the most distal staples not to form properly. It is possible that the device was clamped over an excess of tissue causing the anvil to bend and for the firing stroke and the staple form to be incomplete. The event could not be confirmed as the device closed and opened without any difficulties noted. It should be noted that a 100% inspections takes place during manufacturing to ensure the device meets the required specifications prior to shipments, in addition, a sample of the batch is inspected at fgqa.

Manufacturer narrative:
(B)(4). Batch # unk. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. At the time of this submission, the device has not been returned for analysis. Additional information was requested and the following was obtained: the device was fired with a green reload cartridge and no buttressing for the first firing. The firing speed seemed slower than usual, almost like the battery was going dead, but the firing was able to be completed. The sales rep had the surgeon rotate the battery prior to the second firing with a green reload and asked the surgeon if green was appropriate based on the thickness of the tissue and the weak sounding, slow firing. The surgeon confirmed that he felt that green was appropriate. The same issue occurred with the second firing, but the firing was completed and the staple line looked fine. When the device was being removed from the trocar, there was difficulty removing it. That is when it was noticed that the jaws would not close completely due to the anvil being bent. A second device was opened and used to complete the case. The bmi and sex of the patient were unknown. The sleeve was leak checked and passed. No buttressing was used in the case.

Event description:
It was reported that during a sleeve procedure, the battery sounded sluggish and after two fires the anvil would not close completely. Another like device was used to complete the procedure. There were no adverse consequences for the patient.